Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the ligator worked well for the first two bands; however, it would no longer deploy the succeeding bands. Upon removal of the device from the endoscope, it was noticed that the remaining bands in the ligator cap had overlapped. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had five bands attached, some of them had moved from their position and overlapped. The suture thread was in good condition and contained seven knots. The post did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The device was observed under magnification and the ligator head teeth were found bent/damaged. The suture hole was in good condition. It was also confirmed that the post did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that ligator head teeth were damaged/bent, the bands had moved and overlapped, suggesting inability of the device to deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have caused the device to not work as intended, resulting to the device unable to deploy. It is very important to the correct operation of the device that the user secure the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the ligator worked well for the first two bands; however, it would no longer deploy the succeeding bands. Upon removal of the device from the endoscope, it was noticed that the remaining bands in the ligator cap had overlapped. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.